Event description:
Patient with type b aortic dissection s/p tevar pod # 3. Patient inr, pt, ptt & platelets reviewed and within normal range. Medication chart was reviewed and last heparin dose was given prior day. We reviewed the patient's drain use (which was clamped). Also, we reviewed the anticoagulation use with the nurse and we confirmed the last dose of heparin was given yesterday. No active bleeding from drain site or leakage surrounding the lumbar drain. The catheter was extracted smoothly with minimal resistance, however upon examination of the catheter after removal no black tip was seen. The distal tip had sheared off, with approximately 1.8 cm of the distal tip missing. No evidence of active draining from patient catheter site, no evidence of externalized tip of catheter. No change in neurologic exam from prior to removal. Vascular surgery, ccm, neurosurgery service were notified immediately. Neurosurgery evaluated patient and recommended a CT scan. Follow up evaluation recommended conservative and observation of site. Our concern is catheter malfunction during removal.